Event description:
Customer reported erroneously high sodium and chloride results were obtained for two pts when using the synchron lx20 clinical system. The results were reported out of the lab. The samples were questioned by a physician and tests were repeated resulting within expectation. Amended results were issued. It is not known if there were any changes to the pts' care or treatment. The customer has not received any report of pt injury requiring medical intervention or serious injury related to this event. This is 1 of 2 events reported by this customer.

Manufacturer narrative:
The ise (ion-selective electrode) system is calibrated every 24 hours and quality control (qc) is run every 8 hours. Qc prior to the event was within the lab's established ranges. Ise flow cell maintenance is done using the optional twice weekly procedure and is current. The field service engineer (fse) was dispatched. The engineer replaced the sodium reference electrode and made other hardware repairs to the ise system. There are still occasional instances of high sodium and chloride results on the evening and night shifts. The results for this ongoing problem are closely monitored and no more false results have been reported. The investigation into the cause is ongoing. A clear root cause has not been identified. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: 2050012-2011-07988.